Event description:
Rn preparing to use pleurx drainage kit-tubing connected to stopper then the tip of bottle came unattached. It appears the glue did not hold tubing in stopper as it should. It was never used on a pt. It came apart during prep.